Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did exhibit two instances of increase in impedance of 500 ohms pace impedance. The boston scientific local area sales representative indicated that normally the pace impedance was within the 300-400 ohms range. At the most recent, check, impedance was noted to be within normal limits. There were no adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The boston scientific technical services consultant could not identify a cause at the time of this event information. Overall, all the impedance readings were still all within normal limits. The physician planned to monitor the issue.